Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights powerled 700. As it was stated, fixing bolt for the handle adapter has come loose which could lead to detachment of handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure might cause a contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 09/12/2017. Corrected h4 device manufacture date: 09/13/2017.

Event description:
Manufacturer's refrence number (B)(4).

Event description:
Manufacturer's refrence number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, fixing bolt for the handle adapter has come loose which could lead to detachment of handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure might cause a contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, fixing bolt for the handle adapter which had come loose. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the detachment of handle or its particles on powerled and hled surgical lights, it was confirmed that in the last 5 years, there were no events which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is low. A root cause analysis was performed by subject matter expert at manufacturing site. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.